Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy procedure on (B)(6) 2012. During the procedure, the handpiece did not operate when the surgeon pushed the trigger so the surgeon tried the footpedal and the handpiece worked intermittently. The procedure was completed using this device with no adverse patient consequences.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-08411. The same patient is represented in each medwatch.